Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - e1 (telephone), h6(type of investigation).

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name - (B)(6). Gas loss occurred. Esp personnel reviewed troubleshooting information in detail.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.